Event description:
It was reported that during a left hemicolectomy procedure, during the resection of left colon, in the act of the anastomosis, the surgeon inserted the shaft and hooked the two components after the release of the tip (until the orange band). During the closure of the device the two components separated. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.